Event description:
It was reported that the patient experienced peritonitis, manifested by cloudy effluent, coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the reported event but went to the emergency room and was discharged from there on the same day. That same day, the patient¿s treatment for the peritonitis was started. It included intraperitoneal (ip) tazicef and cefzil (daily, but dose was not reported) and was continued for just over two weeks. The pd therapy was ongoing. The patient was reported to be recovering from the peritonitis event. Additional information was requested and was not available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4) - description of event: additional follow up information was received. It was reported that the patient was hospitalized for the peritonitis event and was discharged later that same month. At the time of this report, the patient was still recovering from peritonitis. Should additional relevant information become available, a follow up medwatch will be submitted.